Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, an episode of high ventricular rate occurred on (B)(6) 2018. A strange morphology from the atrial channel possibly due to a non-physiological cause was noted. It was discussed to attempt to recreate the signal in clinic using isometrics, pocket manipulation and positional testing. No intervention was performed. The patient was stable.